Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in leaked the indwelling needle can be successfully placed on the patient's hand, but blood keeps leaking, and after pulling it out, it is found that there is leakage in the middle of the trocar, which is suspected to be cracked.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the reported batch. From the returned video, observed liquid leakage from mid-catheter tubing. However, unable to evaluate if there is damage on catheter tubing due the video was too zoomed out for evaluation. Actual sample was needed to evaluate if there is damage on the catheter tubing to establish the root cause. As current control, there is an outgoing functional test in place to check for catheter leakage. There is also outgoing and in-process visual inspection in place to check for catheter tubing damage which could cause leakage. As no actual sample is returned for evaluation, root cause could not be established.

Event description:
The indwelling needle can be successfully placed on the patient's hand, but blood keeps leaking, and after pulling it out, it is found that there is leakage in the middle of the trocar, which is suspected to be cracked.